Event description:
Vapotherm oxygen was alarming. Nurse responded to alarm and noted that no air flow was coming out of the machine. Non-rebreather oxygen mask obtained immediately and placed on patient at 15 l oxygen. Attempted to troubleshoot high flow machine. Respiratory therapy to bedside and fixed oxygen flow on high flow machine. Patient remained stable and then was placed back on high flow nasal cannula oxygen.